Event description:
It was reported that the device was displaying a low battery message and the wrench icon. It was also indicated that the battery was dead. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device would power off when either the on/off button was pressed or soft key 2, which in manual mode is the charge button. The device therefore would not be able to charge in manual mode although it would still function in AED mode. The cause of the reported failure was determined to be a defective membrane switch flex circuit. The customer was provided with a replacement device.